Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (alarms, asystole event) has been confirmed. Upon investigation contamination was found in ECG c, damaging components v2, v1, c3 and u1. The cause of the alarms and false asystole alarms were the damaged components. The root cause for the contamination was ingress of an unknown substance. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt was causing alarms and recording false asystole events.